Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was not connecting. They removed it and there was a bit of blood on it. The customer's blood glucose during the incident was 90 mg/dl. The customer also reported that the cannula was missing upon removal. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Second sensor and performed visual inspection and found sensor cannula damaged (broken), missing broken part. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.